Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 3 unable to open. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer main did not open due to a faulty insep. A field service engineer replaced the insep for drawer 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.